Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
The device was received with cracked case at display window corners and battery tube threads. The device had minor scratched display window. No traces of moisture were noted at electronic or motor assemblies per visual inspection.

Event description:
It was reported, the customer had condensation under their insulin pump's screen. The customer stated they had taken their insulin pump into the shower, but quickly removed it. The customer's blood glucose was around 150 mg/dl. Customer also reported they did not drop their insulin pump and there was no cracks visible. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.